Manufacturer narrative:
Sections with additional information as of 16-aug-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications added most likely underlying root cause mlc-021 improper technique of obtaining or applying blood sample.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: lightheaded. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and to ensure that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). Customer did not report that there was physical damage to the true metrix meter or recall dropping or mishandling it. During the call, a blood test was performed by the customer non-fasting and produced test result of 287 mg/dl using true metrix meter. The product storage location was not disclosed. The test strip lot manufacturer¿s expiration date is 07/31/2022 and customer stated the test strips were opened recently (exact date was not provided). At the time of the call the customer reported feeling lightheaded; medical attention was not needed at the time.